Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported that they were trying to turn on their therapy today but the device won't connect. Pt mentioned they were hospital for about 2 weeks the it wasn't related to the therapy; pt turned off the therapy during their hospitalization and today they wanted to turn the therapy back on. Pt denied getting error message but they only got blank screen; pt added they charged the external devices. Pt confirmed they were trying to access mystim to go to their therapy program. Agent had pt accessed the handset by press-and-holding the smaller button on the right side of the handset, pt then confirmed the handset was powering on. Pt was able to confirm that the handset had 100% battery. Agent had pt accessed mystim and pt turned on the communicator; they got connected to the application and turned on the therapy. Pt mentioned they needed to decrease the intensity because the stimulation "intensifies" when they lie down. Pt confirmed they were able to decrease and mentioned they're in group b and implant was at 50%. Agent reviewed information to pt.

Manufacturer narrative:
Continuation of d10: product ID tm91scs2 (serial: (B)(6)); implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.